Event description:
Complaint alleged that the head hi/low would drift down.

Manufacturer narrative:
Technician found the bed in the bed shop. Head hi/low valve went out. Replaced valve to resolve this issue.